Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by latches. The field service replaced all latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a tower door failure. A customer reported issue occurred when dispensing medication. There was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.